Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to loosening of the femoral stem. An accolade tmzf stem, femoral head, and liner were implanted. Rep confirmed there are no allegations against the revised head and liner.